Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a left hip revision procedure on (B)(6) 2014 due to pain which was noted at the cup. The cup and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a left hip revision procedure on (B)(6) 2014 due to pain which was noted at the acetabular cup. The cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿